Event description:
This system was removed due to infection. Also included with this system is a kentrox sl 65/16, MDR 1028232-07-0028.

Manufacturer narrative:
This ICD was explanted in 2006, after an implantation time of 10 days because of an infection. The biotronik sterilization protocol from august 2006 confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process.